Manufacturer narrative:
Product analysis #: (B)(4): brief description of complaint: at the start of the case, an e-21 error code occurred on the generator when staff tried to activate the wand. Staff rebooted the generator, checked the grounding pad connection, and tried 3 different wands all without resolution. Investigation conclusion: the reported issue was not confirmed. The intact¿ 20mm wand displays signs of confinement tip degradation and melting, along with a cut stew leaf consistent with specimen removal. However, the observations for this wand does not correlate with the reported issue of error code 21, as that should have inhibited actual deployment and capture. The cause of the confinement tip degradation issue cannot be determined via visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the confinement tip on the intact wand was melted upon analysis. The reported issue was found during analysis; therefore, patient information is not applicable.